Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 736 mg/dl while wearing the pod between 4 and 24 hours. The patient reports upon removal of the pod the cannula was found to be dislodged as well as bent. Once at the hospital the patient was treated with water and insulin. The patient was discharged from the hospital after 2 days. The patient reports they were able to resume pump therapy with a new pod after this incident.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system up1a.231005.007.s926usqs4axkd cloud - smartphone hardware sm-s926u cloud - cgm sensor type g7.